Event description:
The customer reported via phone call that their insulin pump was alarming software error. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a constant alarm during the rewind due to a software error. No functional testing could be performed due to the alarms. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a cracked display window.